Event description:
It was reported the patient experienced a return of patient symptoms. It was unknown if any device troubleshooting had been performed or if the patient had any medical issues. Additional information received indicated the pump was explanted in late 2008. The reporter indicated the pump "malfunctioned causing the patient to go into withdrawal"; specific symptoms were not reported. The pt had baclofen and morphine in the pump; concentration and doses were not reported. The patient was treated in the intensive care unit. Further information provided the cause of the event was unknown. The patient experienced baclofen withdrawal, seizures, somnolence, cognitive symptoms, hypertonia, increased pain, nausea, respiratory problems, weakness, and rhabdomyolysis. The patient had a dye study nine days prior which was normal. The patient outcome was reported as a"non-serious injury/illness".